Event description:
During a catheter replacement surgery, the pt's health care professional "was removing the old catheter" and "realized a small portion of the catheter remained in the intrathecal space." The hcp "did not want to replace the catheter at this time" and explanted the pump. No pt symptoms were reported. The medication being delivered via the device system was not reported. Additional info has been requested. A follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4)